Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown medication (dose and concentration unknown). The indication for use was non-malignant pain. It was reported that the patient underwent magnetic resonance imaging (MRI) on an unknown date for abdominal pain. It was noted that the MRI and abdominal pain were not related to the device or therapy. The hcp wanted to check the pump after the MRI but did not have a clinician programmer, so a bolus was requested via the patient's personal therapy manager (ptm). The bolus was successful and the pump was reviewed to be infusing, but it was unknown when the pump restarted. The patient's pump reportedly only managed the patient's back pain, not the abdominal pain, and it was noted that the patient was discussing the need for oral medications for the abdominal pain with the hcp. The patient was to contact their pump managing hcp to discuss pain management further. No patient symptoms were reported regarding the motor stall and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.